Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. The lead was successfully replaced. This lead is not available for return as it was disposed by the explanting facility. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information received from the field representative indicated that this lead was disposed by the hospital. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.